Manufacturer narrative:
The device is at sjm but investigation is incomplete. When analysis is complete, a f/u report will be submitted.

Event description:
Reference related MFR# 3005188751-2012-00222. It was reported during a pvi procedure, the reflexion spiral catheter became difficult to retract through the sl 1 sheath and became stuck in the sheath resulting in both devices needing to be removed together. The reflexion spiral catheter (model d402893) was placed into the left atrium via transseptal puncture with a brk 1 needle (model 407201, lot 3702884) and 2 sl 1 sheaths (model 406840, lot 368684). The catheter worked fine throughout the case with good maneuverability and satisfactory electrical parameters. The sl 1 sheath and the catheter were retracted to the right atrium after successful pvi. The fellow tried to straighten the catheter to retract it from the pt; however, it appeared to ge getting stuck on the sl 1 sheath. The catheter was advanced and torqued multiple times, however when trying to retract the catheter back into sheath, it would become stuck again. The physician decided to reduce the catheter to the smallest radius and remove the sheath and catheter with the catheter still protruding from sheath together. Fluoroscopy was used as it was retracted, there was no damage to tissue or vessels upon retraction. The catheter was visualized after it was removed and the fellow noticed a slight "kink" near the proximal electrode. The proximal electrode appeared slightly damaged. There were no consequences to the pt.